Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 92124 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that samples collected with bd vacutainer® sst¿ ii advance plus blood collection tubes were taking a long time to coagulate.